Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent system electronic instructions for use as a known patient effect of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determine the difficulties to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a calcified lesion in the proximal circumflex (cx) with heavy calcification. The lesion was prepared with several dilatations. A 2.25x15mm xience alpine rx stent delivery system (sds) was advanced toward the target lesion and the stent failed to cross. Force was applied and the stent still failed to cross. The sds was removed and the stent dislodged from the balloon and remained in the left main/ostial circumflex. A small unspecified balloon successfully withdrew the dislodged stent back to the wrist and the stent was lost. Thus, the stent was embedded into the vessel wall. A dissection was noted in the left main that occurred during attempts to retrieve the stent. A 4x15mm xience alpine stent was used to treat the dissection. The lesion in the circumflex artery was treated with a 2.5x15mm non-abbott stent. There was a clinically significant delay in the procedure. No additional information was provided.